Event description:
The patient's spouse reported that the patient was not feeling well and had a headache. In addition, they understood that the patient's device set was at 70 beats per minute, however heart rates lower, and higher than 70 beats per minute were observed. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.